Event description:
The engineer alleged there is a no audible alarm for the pt positioning monitor (ppm).

Manufacturer narrative:
The engineer replaced the scale ppm circuit board to repair the bed due to no audible alarm for the ppm.